Event description:
During an in-clinic follow-up, loss of capture and decreased sensing variation were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the cause of the event was due to a dislodgement. The rv lead was repositioned to resolve the event. The patient was stable.